Manufacturer narrative:
Concomitant product(s): d274drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range superior vena cava (svc) impedance measurements. It was noted that the programmed limit for the alert was contrary to the manufactures recommended setting. The lead is still in use. No patient complications have been reported as a result of this event.